Event description:
It was reported that the patient fell out of bed, resulting in an alleged head injury. The unit was evaluated and no malfunction or defect was found. The severity of the reported injury is unknown.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.